Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's family noticed that he was not responding the same with the device as before. The user hit his head two or three months after implantation, in 2016. However, no recent trauma or infection was reported. Re-implantation has been recommended.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results of the received parts appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user_s family noticed that he was not responding the same with the device as before. The user hit his head two or three months after implantation, in 2016.the user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user_s family noticed that he was not responding the same with the device as before. The user hit his head two or three months after implantation, in 2016. However, no recent trauma or infection was reported. Re-implantation has been performed. Despite requested, the concerned device could not yet be retrieved for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's family noticed that he was not responding the same with the device as before.